Event description:
During service testing, the baxter repair technician reported that the device failed accuracy testing with an underdelivery. The hospital representative stated that there have been no reports of any patient incident involving this pump since the last baxter service event. No additional information is known.

Manufacturer narrative:
Evaluation summary: the infusion pump was tested for flow accuracy at 100 ml/hour, the infusion pump failed the accuracy test with a flow value of -8.5% for ch a and -6.5% for ch c from the desired amount. A corrective and preventative action has been initiated.